Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 30 mmol/l at the time of incident. The customer was assisted with troubleshooting. Customer was treated with manual injections for high blood glucose level. The customer stated that insulin pump had insulin flow blocked and that they had tried all remedies and did not want to troubleshoot. Customer stated the tubing was not bent or kinked. It was unknown whether customer is on auto mode or not. The device will not be returned for analysis.